Manufacturer narrative:
Device disposition presently unknown.

Event description:
Publication: transcatheter aortic valve-in-valve implantation for early failure of sutureless aortic bioprosthesis. Authors: xiaotian sun md / zuorui song md, ccp / daniel soffer md / john p. Pirris md. Source: 2018 wiley periodicals, inc.; wileyonlinelibrary.com/journal/jocs; j card surg. 2018;33:172¿175. Abstract: we report a case of early failure of a perceval sutureless aortic bioprosthesis (livanova, london, UK) which was treated with a transcatheter valve-in-valve implantation with an edwards 3 bioprosthesis (edwards lifesciences, (B)(4)). Event summary: a patient underwent a minimally invasive aortic valve replacement to treat a symptomatic aortic stenosis. The patient received a perceval pvs25 sutureless aortic valve implant. Post operative tee and tte showed excellent valve function with no leakage. Three weeks later the patient presented with shortness of breath, worsening effort dyspnea and angina. Tee showed severe aortic stenosis. In addition it was observed that the stent of the device had partially collapsed and leaflet motion had been restricted. An edwards sapien 3 26mm valve was implanted using a valve-in-valve approach. The patient recovered and had an uncomplicated postoperative course.

Manufacturer narrative:
The manufacturer received additional information on oct 16, 2018 identifying that no further information regarding the event was available. The device is not available for return and the device serial number is not available. Based on this information there are no investigations possible and the root cause cannot be determined at this time.